Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing was noted on stored electrograms (egm). The ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead was implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.